Event description:
A bipap a40 device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found burnt connector. The device log files were successfully downloaded and reviewed in full. No actionable errors were identified in the log files. There was no evidence of foam particles or degradation. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.